Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient experienced pain post implant and she took pain pills medication. She was instructed by healthcare provider (hcp) to put moist heat on it and that was helped. She was peeing every hour to every two hours and described the output ccs. She still has to catheterize. She couldnt have a bowel movement because of taking pain pills and that was really important. She took mirilax and prunes juice today and has not had a fart. Her baseline symptoms were she had to go all the time and soaked pad 6-7 times per day. She also had to catheterize two times per day. Patient stated it may be too early to tell if her symptom has improved, she went a lot more but that might be from the pain. She went ever y half hour a night prior to this call. During the call, patient stated she felt fluttering and stimulation sensation. Two weeks later, patient further reported that she had out- patient surgery on (B)(6) 2016 which she was told went well and there was no infection occurred. It was indicated she took pre scribed anti-biotic after surgery. Patient stated on the follow up appointment a week ago, the incision site was pink and instructions from the hcp were if it does not get better or information grows to call them immediately. It was indicated that the red color was now a light pink covering a small area. The incision appeared to be clean. The discomfort had subsided and she did not soak as many pads. She was instructed to use a catheter once a day since she leave a small amount in her bladder each time per nurse. She leaked when she had a bowl movement and she leaked some at night but it was better than she was. In regard to a small incision on the left side, it was still a little red and developed a very small puss like head. She applied neosporin and a band aid. The puss was gone and it was still red but appeared to be healing. This occurred in the last 24 hours. She would inform the hcp today. It was also reported that she followed the hcp instructions post -surgery and experienced a continued improvement in how she felt.

Manufacturer narrative:
Corrected.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient experienced pain post implant and she took pain pills medication. She was instructed by healthcare provider (hcp) to put moist heat on it and that was helped. She was peeing every hour to every two hours and described the output ¿ccs¿. She still has to catheterize. She couldn't have a bowel movement because of taking pain pills and that was really important. She took (B)(6) and prunes juice today and has not had a fart. Her baseline symptoms were she had to go all the time and soaked pad 6-7 times per day. She also had to catheterize two times per day. Patient stated it may be too early to tell if her symptom has improved, she went a lot more but that might be from the pain. She went every half hour a night prior to this call. During the call, patient stated she felt fluttering and stimulation sensation. Two weeks later, patient further reported that she had out- patient surgery on (B)(6) 2016 which she was told went well and there was no infection occurred. It was indicated she took pre scribed anti-biotic after surgery. Patient stated on the follow up appointment a week ago, the incision site was pink and instructions from the hcp were if it does not get better or the inflammation grows to call them immediately. It was indicated that the red color was now a light pink covering a small area. The incision appeared to be clean. The discomfort had subsided and she did not soak as many pads. She was instructed to use a catheter once a day since she leave a small amount in her bladder each time per nurse. She leaked when she had a bowl movement and she leaked some at night but it was better than she was. In regard to a small incision on the left side, it was still a little red and developed a very small puss like head. She applied neosporin and a band aid. The puss was gone and it was still red but appeared to be healing. This occurred in the last 24 hours. She would inform the hcp today. It was also reported that she followed the hcp instructions post -surgery and experienced a continued improvement in how she felt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.